Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation and image resolution poor appear to be due to patient anatomy. The reported medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report incomplete coaptation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with chordal rupture, a restricted posterior leaflet, and anterior leaflet flail. It was noted that after deployment of the first clip, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). 3 additional clips were implanted to stabilize the slda clip. The procedure was concluded with a resulting mr of grade 2-3. There was no clinically significant delay in the procedure. No additional information was provided.